Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
It was reported that a patient sample had erroneous results for igg antibodies to rubella virus (rubella igg) when tested on an e411 analyzer. All results from the e411 analyzer were reported outside of the laboratory. It was reported that the issue occurred with two different rubella igg reagent lots. This medwatch will refer to testing performed with rubella igg reagent lot number 185927. Please refer to the medwatch with a1 patient identifier pt-(B)(6) for information related to rubella igg reagent lot number 189899 . The sample initially resulted as 8.19 iu/ml (non-reactive) on (B)(6) 2016 on the e411 analyzer with reagent lot number 185927. The sample was repeated on (B)(6) 2016, resulting as 7.85 iu/ml (non-reactive) when tested on the e411 analyzer with reagent lot number 185927. The sample was also repeated at a second laboratory on an abbott analyzer on (B)(6) 2016, resulting as 16.1 iu/ml (reactive). The rubella igg reagent lot number was changed to 189899 on the e411 analyzer and the sample was repeated on (B)(6) 2016, resulting as 9.61 iu/ml (non-reactive). The sample was also repeated at a third laboratory on a vidas analyzer on (B)(6) 2016, resulting as 32 iu/ml (reactive). The patient was not adversely affected. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The patient sample was requested for investigation, but the remaining volume of the sample was not sufficient for investigations. A lot to lot difference in rubella igg recovery can lead to discrepancies in the interpretation of the results near the cut off value. Samples that are potentially affected are those that contain rubella igg in low concentrations there was no evidence of a malfunction of the assay or the instrument.